Manufacturer narrative:
(B)(4). A batch review could not performed since the lot number was not reported. The complaint is not confirmed and the assignable cause could not be determined

Event description:
A customer had contacted baxter corporate surveillance regarding a clearlink set that had a roller clamp pinch the IV tubing and cause a tear. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). According to the customer the sample is not available. If the sample or additional information becomes available, a follow-up report will be submitted.